Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was noted that the patient's pacemaker was protruding from the pocket. The patient was treated with medications. A transesophageal echocardiography was performed and endocarditis was ruled out. On (B)(6) 2018, the device was explanted. The issue was resolved without sequel adverse events. No further information was reported.

Manufacturer narrative:
Correction: date received by manufacturer was reported as jul 14, 2018 in the initial report and was incorrect. The correct date received by manufacturer is oct 16, 2018 and should supersede the previously reported date.